Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00243. It was reported that patient experienced ineffective therapy, patients leads have low impedances and patient is unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.